Event description:
It was reported that the patients right ventricular (rv) lead exhibited rising and high thresholds, high impedance, diminished sensing, and undersensing was noted on a non-sustained ventricular tachycardia (nsvt) episode. The physician suspected the rv lead had dislodged. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.